Manufacturer narrative:
No clinical support or service was requested. Customer reporting incident only. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Event description:
The clinic reported that a pt treated for a laser vision enhancement procedure on (B)(6) 2011 presented at the post-op examination on (B)(6) 2011 with an epithelial ingrowth. The pt was followed and it was decided that the epithelial ingrowth was progressing. On (B)(6) 2011, the pt was brought into the clinic for removal of the epithelial ingrowth.